Event description:
The customer reported light beam failure interrupted during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to scratch on the light guide lens and breakage of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.